Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2qsj0, implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that they fell about 5 months ago and twisted the wires and the device was no longer functioning. They said about a week after they fell they noticed they weren't getting any sensation so they tried to turn it up and when they did they were getting electrical shocks in their leg and pain down to the ankles, so they called doctor's office and they did a CT scan and they said the wires were all loose. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have a follow up appointment with healthcare provider on the 26th.